Manufacturer narrative:
Investigation summary it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smartablate¿ system rf generator (us) and a self-ablation malfunction occurred. It was reported that while mapping with stereotaxis and carto® 3 system, and while tagging the his bundle points, the smartablate¿ system rf generator (us) began delivering radio frequency (rf) energy on its own. It was noted that no one in the lab or control room was stepping on the foot pedal (which was connected to remote in the control room) or pressing the start button. The smartablate remote was selected as the master and foot pedal was connected to the remote. When the physician (who was in the control room) noticed that radio frequency (rf) was being delivered he notified everyone to press stop on remote and lab personnel simultaneously disconnected the indifferent electrode from generator. The customer did not request for generator or remote evaluation at this time. The certificate of conformance (coc) was reviewed. It was verified that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smartablate¿ system rf generator (us) and a self ablation malfunction occurred. It was reported that while mapping with stereotaxis and carto® 3 system, and while tagging the his bundle points, the smartablate¿ system rf generator (us) began delivering radio frequency (rf) energy on its own. It was noted that no one in the lab or control room was stepping on the foot pedal (which was connected to remote in the control room) or pressing the start button. The smartablate remote was selected as the master and foot pedal was connected to the remote. When the physician (who was in the control room) noticed that (radio frequency (rf) was being delivered he notified everyone to press stop on remote and lab personnel simultaneously disconnected the indifferent electrode from generator. There was no patient consequence. The case was continued successfully. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue of self ablation was assessed as a reportable issue.